Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a feeding pump. The customer reports that the kangaroo e-pump delivered a greater volume of enteral feeding than the pump was programmed for. As a result, the pt experienced respiratory distress and subsequently expired. The pump settings were reported to be set at 250ml q4h with a rate 45 ml x 20h. A 1500 ml formula bottle was initiated on (B)(6) 2014, at 7:00 pm.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Add'l info has been requested from the customer. If add'l pertinent info becomes available, the report will be updated.

Manufacturer narrative:
The complaint is related to formula over delivery and high history values, at rates in excess of the programmed 45ml/hr. The tests contained in this report show that the pump is operating properly. A review of the device history records (DHR) shows this device was released meeting all manufacturing specifications. A review of the service history records found one service history that is not related to this investigation. Based on the results of testing the sited kangaroo epump is operating as expected, with the exception of an issue with the lcd screen display. This is related to a bad solder joint on the lcd connector on the printed circuit board assembly (pcba). This issue is worth noting, but was not found to be a contributing factor to the complaint. Although there may be an intermittent display all redundant alarms remain functioning. Rotor timing accuracy is within the specified -2/+1% range. Water accuracy is within the +/-10% range established for epump accuracy. The history and totalizer function as expected operation with the jevity 1.5 cal shows no over delivery in the history of the volume delivered. The results indicate the pump is functioning properly. There is no indication of pump variability that would have caused the complaint. After extensive review of various factors a definitive root cause could not be determined as the DHR, service, and performance testing did not indicate any over feeding issues. Based on the investigation no corrective and preventative action will be taken at this time. This complaint will be recorded for tracking and trending purposes.